Event description:
A customer contacted beckman coulter inc. (Bec) stating that the tubing through the pinch valve (vl4) of the coulter lh 750 slidemaker was leaking diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting via telephone and assisted the customer in replaced the tubing going through pinch valve vl4 (vl4a and vl4b reside at the proximal and distal end of the samples reservoir in the sample transport path and are primarily used to control sample movement) no further leaking occurred. A service visit was not required. The root cause for the leak was tubing going through vl4 which required replacement. (B)(4).